Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical service due to hypoglycemia on (B)(6) 2018 with blood glucose value was 23 mg/dl. The current blood glucose is 267 mg/dl. The customer treated their low blood glucose with glucagon shot and intravenous. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.